Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue and subsequently developed peritonitis due to the event. On an unreported date, the patient made a touch contamination when the patient¿s transfer set disconnected from the patient¿s titanium adapter. The issue was further described as ¿the plastic (of transfer set) screwing onto titanium adapter had been falling off¿, (not further specified). Subsequently the patient experienced peritonitis manifested by abdominal pain and a cloudy effluent bag. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient was administered 1g of fortaz (ip) intraperitoneally once a day to treat the peritonitis. Two weeks later, treatment with fortaz was discontinued. Three days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.